Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. The consumer reported that when she opened the reagent dropper bottle, some of it got in her hand which had cut in it prior to taking the test. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no impact, delay in treatment, or medical assistance needed.

Manufacturer narrative:
Technical service guided customer on the instructions where she can find what the reagent solution contains and informed user it has sodium azide. Customer was provided the safety data sheet (sds). No additional investigation is necessary as a product deficiency was not identified. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked. Confirmed malfunctionh1 - type of reportable event h3 other text : single use device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on 09feb2023. The consumer reported that when she opened the reagent dropper bottle, some of it got in her hand which had cut in it prior to taking the test. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no impact, delay in treatment, or medical assistance needed.